Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provided nas information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported falling on their back about two weeks ago and has since experienced a return of pain. Pt also noted they are unable to charge their implant (ins) and stated that the device is no longer working. Pt contacted their hcp and was advised to call medtronic or go to the ER for further assistance. Agent was unable to perform troubleshooting since pt did not have the external devices available during the call. Agent submitted a request for the local mdt rep to contact the pt.